Manufacturer narrative:
E1: patient city: (B)(6).. Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where patient's blood glucose became high on (B)(6) 2024 because tubing connector turned white or showing a white spot in the tubing connector. Patient's blood glucose returned to normal after the tubing was replaced. There was no stress or pull on the tubing. No further information available.